Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication was not showing on the due now list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing on the due list. A technical support specialist (tss) dialed into the server per customer request to determine the server reboot time. Reviewed the event viewer and confirmed that the server had been rebooted. Communicated the findings to the customer, who requested that this be documented in the case notes. Tss confirmed the update would be made. Upon requesting permission to close the case, the customer agreed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, medication was not showing on the due now list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.